Event description:
It was reported to baxter that a flogard pump displayed failure code f38. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The customer reported problem "f38 alarm" was confirmed in the sample evaluation. The cause of the condition was the tube misloading sensor. The tube misloading sensor was replaced to resolve the customer reported problem. If additional information becomes available, a follow-up report will be submitted.